Event description:
An ongoing issue was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issues. There was no reported adverse impact to the customer.